Manufacturer narrative:
If implanted, give date: unknown, information not provided. If explanted, give date: unknown, information not provided. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zcb00 intraocular lens (iol) was returned with a note indicating debris on the lens. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Additional information received revealed there was no patient contact and identified the complaint reporter as (B)(6). As a result the following has been update: initial reporter name and address: first name: (B)(6), last name: (B)(6), facility name: (B)(6), phone number: (B)(6), address: (B)(6), city: (B)(6), state: (B)(6), postal (zip) code: (B)(6), initial reporter health professional: yes, initial reporter occupation: physician. Device available for evaluation: yes, returned to manufacturer on: 3/14/2019. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. White particle like a fiber was observed on the lens. Sample was sent for further analysis. The reported issue was verified. Ftir (fourier-transform infrared spectroscopy) analysis form eag lab indicates that the foreign material is consistent with a cellulosic material (e.g. Cotton, rayon, lint). However, due to the conditions in which the sample was returned product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no additional complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.